Manufacturer narrative:
None of the reported info suggested that any concentric medical device malfunctioned. Because the device was not returned to concentric medical, a complete investigation could not be performed. Emboli, acute occlusion and ischemia are listed as possible complications in the retriever instructions for use.

Event description:
A male, with tortuous vessels. In house pt due to cardiac failure. Cta revealed lmca occlusion. During initial angiogram, a partially occlusive thrombus was noted in the ica in the ophthalmic area. On the initial attempt with retriever v 2.0 firm to retrieve mca m2 clot, the retriever behaved as it if had clot, but f/u angiogram after first pass showed little change in clot in the mca and it was also revealed the partially occlusive clot in the ica had cleared but the aca a2 was now occluded. This was a previously uninvolved territory. Decision was made to lyse aca clot with tpa through the microcatheter 18l. Nine (9) mg was delivered and this led to complete revascularization of aca. There was no evidence to suggest that the retriever v 2.0 firm device malfunctioned.